Manufacturer narrative:
The zoll solex 7 catheter was returned to zoll for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
During the treatment for the patient after the cardiac arrest, the solex 7 catheter (lot# unknown) was placed in the patient's right subclavian vein by a physician. The following day, when the patient was in the maintenance phase of the treatment, the nurse noted the saline bag lost fluid. The start-up kit (suk) (lot# unknown) tubing and connections were checked for leaks with no spillage noted around the console or patient bed. The nurse marked the fluid level on the saline bag, however, the saline bag later continued losing volume. The nurse placed the thermaogard console on standby mode and checked the suk tubing for leaks. No external leaks were observed. The customer suspected the infusion of the 200-300ml of saline fluid and the catheter leak. The solex catheter was removed and a new catheter was placed in the left internal jugular vein to continue the treatment utilizing the same suk and the console. After removal, the solex catheter was tested and confirmed leaked saline from one of the balloons. Per the reporter, the patient's treatment continued with the thermaogard console and the patient was in the normothermia phase. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of "the solex 7 catheter (lot # 165868) leak" was confirmed during the functional testing. A pinhole leak was observed in the middle of the serpentine balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. A visual examination of the returned catheter was performed, and no physical damage was found on the catheter. Noticed dried blood residues on the catheter's serpentine balloon. A functional leak test of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device during the functional pressure leak test. Upon pressurizing the catheter up to 100 psi, a pinhole leak was observed in the middle of the serpentine balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for solex 7 catheter with lot number 165868. Ccr (B)(4) reported on (B)(6) 2022, a pinhole leak at the serpentine balloon. Additional information in b5 and d4, solex 7 catheter (lot # 165868) and h4.

Event description:
During the treatment for the patient after the cardiac arrest, the solex 7 catheter (lot# 165868) was placed in the patient's right subclavian vein by a physician. The following day, when the patient was in the maintenance phase of the treatment, the nurse noted the saline bag lost fluid. The start-up kit (suk) (lot# unknown) tubing and connections were checked for leaks with no spillage noted around the console or patient bed. The nurse marked the fluid level on the saline bag, however, the saline bag later continued losing volume. The nurse placed the thermaogard console on standby mode and checked the suk tubing for leaks. No external leaks were observed. The customer suspected the infusion of the 200-300ml of saline fluid and the catheter leak. The solex catheter was removed and a new catheter was placed in the left internal jugular vein to continue the treatment utilizing the same suk and the console. After removal, the solex catheter was tested and confirmed leaked saline from one of the balloons. Per the reporter, the patient's treatment continued with the thermaogard console and the patient was in the normothermia phase. No consequences or impact to the patient.